Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿turned off¿. The patient was removed from the ventilator and placed on an alternate ventilator the device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device, found an associated diagnostic code, replaced the pneumatic interface printed circuit board, reseated all connections of the pressure/flow sensor, cleaned the evq and ran exhalation valve and evq calibrations. The ventilator passed all testing per manufacturer specifications and was returned to the customer. One pneumatic interface (pi) pcba (printed circuit board assembly) was returned for further analysis: the returned pneumatic interface (pi) pcba (printed circuit board assembly) was visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced pneumatic interface (pi) pcba did resolve the issue in the field; however, the returned component was analyzed and was testing satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: it was reported that, while in use on a patient, this 980 ventilator ¿turned off¿. The patient was removed from the ventilator and placed on an alternate ventilator the device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device, found an associated diagnostic code, reseated connections and recalibrated the flow/pressure sensors, replaced the pneumatic interface printed circuit board and recalibrated the exhalation flow sensor/exhalation. The likely cause of the event was isolated in the field to the pneumatic interface printed circuit board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator ¿turned off¿. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information pertaining to patient outcome has not been provided.